Manufacturer narrative:
This follow-up MDR is created to document the additional implant information and the evaluation of the returned device. A titan touch pump, two cylinders and reservoir were received for evaluation. Examination and testing of the returned components revealed abrasion on all tubes of the pump and inlet tube of the reservoir. Both cylinder bladders were separated, which did not allow for testing. Microscopic examination of the detachment ends through the cylinder bladders revealed them to all have uniform striation, indicating contact with sharp instrumentation. No functional abnormalities were noted with the pump or reservoir. The information received indicated the device could not achieve a rigid enough erection for penetration. Because no functional abnormalities were noted with the returned components the complaint could not be confirmed as reported. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations through both cylinder bladders occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or subsequent to explant. These separations are not associated with the reported complaint. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Event description:
Additional information indicated the device was implanted in (B)(6) 2017.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, inflatable penile prosthesis has not been able to achieve a rigid enough erection for penetration.